Manufacturer narrative:
Date of event: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported death could not be determined. Additionally, the patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled, predictors of clinical outcomes after edge-toedge percutaneous mitral valve repair.

Event description:
This is filed to report death. It was reported through a research article that 304 patients underwent edge-to edge transcatheter mitral valve repair (tvmr) with the mitraclip system. Within two years after the procedure, the mitraclip may have contributed to death. Details are listed in the attached article, titled ¿predictors of clinical outcomes after edge-to edge percutaneous mitral valve repair.¿